Event description:
The customer reported that their central patient monitoring system rebooted unexpectedly. There was no patient harm as a result of the temporary loss of centralized monitoring. Note for block a: particulars for patient identifier shown were not available from the customer.

Manufacturer narrative:
Evaluation was performed by remote download of computer files residing on the customer's device. Return of device was not necessary for evaluation, so "returned to MFR on (date): is left blank. Evaluation was performed by remote download of computer files residing on the customer's device. The device is a centralized patient monitoring system. The device consists of a cpu (central processing unit), software and various peripheral hardware items. The device receives patient vital signs data from individual bedside patient monitors through wired or wireless connections. The customer claimed that the system "locked up" (i.e., the info on the display screen was frozen and/or the system would not respond to user input). The system was accessed by remote connection via modem to investigate the report. The customer had power-cycled the cpu in response to their perception of a "lock up" and this action on their part was responsible for a system reboot during which patient monitoring was temporarily lost. Normal system operation was restored in 41 mins. Investigation of various network components (ethernet switches and terminal servers) found no evidence of malfunction. There was no evidence of any hardware problems recorded by the cpu. No evidence was found of any errors before the system went down in response to the customer's power-cycling the cpu, and no errors were seen after the system came back up (which it did automatically upon powering the cpu back on, as designed). Based on the available evidence, it is possible that the customer's claim that the system "locked up" was inaccurate or there could have been a transient problem with a network component that the system cannot detect, or connection with the keyboard could have temporarily lost due to loose plug. The evidence does not support a definitive conclusion and can neither support nor refute the customer's claim.